Event description:
It was reported that the user ate a protein-and-salad meal without announcing carbohydrates, experienced elevated blood glucose to approximately 300 mg/dl, received an ilet-delivered correction, then developed hypoglycemia that was treated with six glucose tablets, followed by recurrent hyperglycemia and subsequent glycemic variability. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for acute carbohydrate treatment and referral for additional training to mitigate glycemic excursions. Investigation included troubleshooting and education through the clinical line. Investigation of this case revealed no device malfunction reported, and the pattern was consistent with glycemic fluctuations associated with unannounced meals, corrective dosing, and subsequent oral glucose treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.